Event description:
In 2006, the lay user/pt contacted lifescan alleging that his one touch ultra was reading inacurrately high. The medical affairs spec. Spoke with the pt two days later to obtain/verify information. On april 18, 2005 before breakfast (7am), the pt rpeortedly did not have any symptoms when he got "33mg/dl" on his meter. Based on meter"s reading, the pt took 60 units humulin n and 10 units of humalog and then ate his breakfast (frien eggs, muffin, and coffee). The pt takes 10 units of humalog if his reading is over 200 mg/dl. Around 8am, the pt tested on his mter nad got"64 mg/dl" and then eventually passed out. The pt's wife called the emergency services. While waiting for the paramedics, the pt did not receive any treatment at home. The pt was taken to the hosp via the ambulance where his blood sugar was tested on paramedic's meter (pt cannot rember the reading) and was given a glucose shot and and IV. After the glucose shot, the pt was told that his blood glucose was on the way up and recalled that his blood glucose was "58 or something." At the hospital, the pt's blood glucose was being monitored and was released later the day. The pt was alsop informed that he has anemia. The customer care advocate verified the following: the meter was et up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. The cca did not walk the pt through a control solution test because the pt was unable to report when the cotrol solution bottle was opened. This complaint is being reported because the pt passed out after administering insulin treatment and having a mter, reading of 333 mg/dl. The pt recived medical attention and required glucose treatment for hypoglycemia the pt was also doagnosed with anemia at the hosp. The mas informed the pt htat hematocrit lower thant 30% could cause inaccurate high readings on the one touch ultra. The meter, test strips, and control solution were replaced.